Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. The audio tones or beeps functioned properly. However, hardware low level failures error during self test and confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was not making any sound when alarming. The device passed the audio test, however, the device alarmed hardware low level failure and failed battery test during self-test. The customer¿s blood glucose during the incident was 70 mg/dl. The insulin pump will be returned for the analysis.